Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-set cap of a one-link catheter extension set twisted off. It was not specified at what step of the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.